Event description:
The reported feedback suggests that two holes identified at the end of the infusion set.

Manufacturer narrative:
Correction on initial report: d.1 & d.4. Additional information provided: g.5. The customer¿s report of holes in tubing sleeve was confirmed. Visual inspection of the set noted two small holes in the tubing sleeve located close to the joint of the male luer component. There were no other anomalies observed. Functional testing confirmed leaking from two small holes in the tubing sleeve located close to the joint of the male luer component. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that two holes were identified at the end of the infusion set and fluid was coming out. Also, contamination was found in the alaris set filter. The event happened prior to use in patient.